Manufacturer narrative:
(B)(4). The original lot number/vial of test strips used during the event were discarded and could not be provided for investigation.

Event description:
The customer complained of an erroneous inr result on a coaguchek meter with serial number (B)(4). The customer initially tested on the meter at 10:43 and obtained a result of 3.4 inr. Less than 7 hours later the customer had a laboratory result of 2.6 inr using dade innovin reagent. There was no allegation of an adverse event. The customer's current condition is stable. Test strips were used within 10 minutes of being removed from the vial. The customer washes their hands with soap and water and dries them before performing the fingerstick. The customer does not use alcohol wipes to prepare the finger before the fingerstick. The customer applies the sample within 15 seconds of performing the fingerstick. The customer is not anemic, does not have antiphospholipid antibodies or lupus, is on no other anticoagulants except for baby aspirin, is not taking any direct thrombin inhibitors, did not have their medication changed, and did not have treatment received based on these results. The customer has had no change in their diet or health. The customer's therapeutic range was 3.0 - 3.5 inr. The customer's suspect meter and test strips were requested to be returned for investigation. The customer stated the original lot number/vial of test strips used during the event were discarded and could not be provided for investigation.

Manufacturer narrative:
The returned meter and master lot strips was tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.4 inr, donor 2 inr: 2.9 inr. Donor 1 hct: 45%, donor 2 hct: 38%. Donor 1: retention meter with master lot strips: 2.4 inr; customer meter with master lot strips: 2.4 inr. Donor 2: retention meter with master lot strips: 2.9 inr; customer meter with master lot strips: 2.9 inr. All results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. The investigation was unable to find a definitive root cause for this event.

Manufacturer narrative:
Relevant retention test strips (lot 250322-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.